Event description:
It was reported via repair work order that the foot end lift was working intermittently and would get stuck in an elevated position when attempting to lower due to the main wire harness #2 being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.